Manufacturer narrative:
The device was lost in the return process and will not be received.

Event description:
It was reported that after equipment cleaning by the customer at the user facility, the synthes-reamer attachment leaked red grease. As this event occurred after cleaning at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that after equipment cleaning by the customer at the user facility, the synthes-reamer attachment leaked red grease. As this event occurred after cleaning at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.